Manufacturer narrative:
H.3., h.6.: the complaint product was returned for evaluation and was found to meet manufacturing specifications. According to sample verification, 2 sealed samples were tested. Both sealed samples were found to meet manufacturing specifications for package integrity, osmolality, ph, surface and edge visual defect criteria, diameter and base curve parameters. The sample verification meet specification and no any discrepancy found in the manufacturing review, therefore no further action is deemed necessary. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Patient code 3191 (labeled) - photophobia.

Event description:
Additional information was received on 06jun2019 via an email from the eye care professional (ecp). It was reported that the patient experienced sudden photophobia, itchiness and was unable to tolerate the contact lenses on his eyes. The patient was treated with moxifloxacin every two hours for a week and prednisolone acetate 1% four times a day for a week. The patient was diagnosed with severe bilateral keratitis (multiple corneal ulcers, eight medium-sized in one eye and three small size in the other eye). The ecp noted that the patient successfully wore the contact lenses six days a week and occasional overnight wear since 2010 and the patient never had any keratitis. The issue came when the patient switched to the newer type of the contact lens.

Event description:
Additional information was received on (B)(6)2019 via a telephone call made to the optician. It was clarified that the patient had semi-peripheral multiple corneal ulcers on both eyes. He was prescribed with moxifloxacin twice a day and prednisolone acetate four times a day for 12 days. It was confirmed that the event had been resolved.

Manufacturer narrative:
Patient identifier.,device manufacture date : new information received. Device evaluated by MFR: the actual complaint product was not returned for evaluation and product malfunction could not be confirmed. Product manufacturing history records were reviewed and the documentation indicated the product met release criteria. No nonconformance reported during the manufacturing of this product. Evaluation on retain sample found product was meeting manufacturing specifications. The product investigation could not identify a root cause to the complaint reported by the customer. There are no other similar complaints reported on this lot. Investigation has been completed based on current information. No further action warranted at this time. Based on current tracking, there are no adverse trends for this reported complaint. Therefore no CAPA will be issued for this complaint.

Manufacturer narrative:
The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The optician reported that the patient experienced multiple horn ulcer. Additional information has been requested but not yet received.